Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they were never able to inflate the short port btt at all and the obstruction alarm kept going off. A replacement kit was used. The hospital reported that there were no pt effects. Qa is interpreting this to mean the inflation valve dislodging where the balloon would not remain inflated. Hospital reported they saw no hole or break in the balloon.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).